Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the proximal extension, sac growth of 33mm, rupture and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. During the investigation, endologix found reasonable evidence to suggest the device was used off-label due to the placement of a proximal extension in the right iliac artery; however, this did not appear to contribute to the reported events. The final patient status was reported as being in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. D2: common device name - updated. D4: model number - updated. D4: lot # - updated. D4: expiration date - updated. D4: unique identifier (UDI) # - updated. D10: concomitant medical products and therapy dates - updated. G3: awareness date ¿ updated. H4: manufacture date - updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, two (2) afx vela infrarenal and an afx limb stent graft. Approximately six and a half (6.5) years post initial procedure the aneurysm grew from 5.5cm to 9.8cm in approximately the last twelve (12) months and ruptured. Additionally, there was a possible type 3b endoleak. Reintervention was completed with implant of a gore 34x100mm (non-endologix) stent. The patient was reported to be stable post-reintervention.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.